Event description:
It was reported that the procedure was to treat a moderately calcified lesion located in the left main (lm)/left anterior descending artery (lad) that was 70-99% stenosed. Predilatation of the lm was done with a non-abbott 3.50x20 mm balloon catheter at 14 atmospheres (atm). The 4.0x18 mm xience prime stent delivery system (sds) was advanced without resistance and the stent was well deployed (one inflation at 12 atm for 20 seconds). After deployment of the stent, the sds balloon could not be deflated after several attempts. A large syringe with a luer lock connection was attached to the sds; however, this did not work either. During this time, the patient suffered a drop in blood pressure which required monitoring. The sds was pulled on strongly and the sds was able to be retracted from the deployed stent without issue into the aorta where an attempt was made to puncture the balloon; however, this did not work. The balloon was inflated to 30 atm to successfully rupture the balloon. The sds was then able to be removed through the guiding catheter. The procedure was completed successfully. The stent was observed to be well deployed in place in the target lesion on angiography. No additional information was provided.

Manufacturer narrative:
(B)(4) evaluation summary: the device was returned for analysis. The deflation difficulties were unable to be replicated in a testing environment due to the condition of the returned device. The difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. Cine review concluded that though the images cannot confirm the incident; however, the images are consistent with the series of events. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. The reported patient effect of hypotension is a known observed and potential patient effect as listed in the xience prime everolimus eluting coronary stent system instructions for use. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.